Manufacturer narrative:
The investigation for the access site bleed and the vascular damage has been completed. Pump was not returned for investigation. Clinical information provided mentions that the doctor had to operate the patient for evacuation of hematoma but no other supporting information was provided. Therefore, the root cause of the vascular damage leading to the access site bleed issue was not determined since product was not returned and insufficient clinical information was provided.

Event description:
The complainant reported the patient was on impella 5.5 support. While on support, there was chest output which resulted in heparin being on hold. The patient was brought back to the operating room for bleeding. The physician performed mediastinal exploration and evacuation of hematoma. Chest tube output slowed down but the patient still required blood products. The patient remained stable and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."